Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer&#38112;blood glucose level was over 200 mg/dl and it was addressed with a manual injection. Reportedly, the customer reverted to manual injections. System check could not be performed with tandem technical support as the occlusion alarm was not occurring at the time of the report and the customer was not currently using the pump for insulin therapy.